Event description:
The manufacturer received information alleging the trilogy evo had stopped, and it was having ventilation service required alarm on it. The mother of the patient had unplugged the device for a while and when they plugged it back in, they were unable to get past the message. The patient was taken to the local emergency room due to the device had allegedly stopped. The emergency room was not able to replicate the same message. The patient was baseline and stable and there was no injury. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.